Manufacturer narrative:
Insulin pump received with a compromised force sensor alarm during the basic occlusion test due to protruded/loose drive support disk. Pump received with partially broken reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was sticking out. Customer's blood glucose was 177 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.